Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 498 mg/dl. Customer had treated their blood glucose with manual injections. The customer also stated their logo sticker was loose on their insulin pump. Customer stated they were able to read their insulin pump's screen and the insulin pump was functioning as designed. The customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.